Manufacturer narrative:
(B)(4). Based on the information obtained during baxter's investigation, the problem could not be confirmed and the root cause of this incident could not be determined.

Event description:
A report was received by baxter (B)(4) from a physician reporting several leaking incidents related to the same batch. The home patient (hp) ((B)(6)) suddenly noticed a leakage from his transfer set during his normal daily activities. He supposed that the issue is related to the mini cap, so he ex-changed the mini cap but the leakage still continued in area of twist sleeve/clamp of transfer set. Finally, the hp visited his doctor and the leaking transfer set was replaced with a new one. Then, on an unknown date in (B)(6) 2011, the hp was hospitalized with peritonitis. He was treated with unspecified antibiotics. The reporting physician believed that the peritonitis was caused by the leaking transfer set. The patient has recovered from this event.

Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number, a batch review was conducted on the associated lot and no issues were found related to the reported condition during the manufacture of this lots. A follow up report will be submitted if additional information becomes available.